Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that the syringe 5ml saline fill china sp experienced device damage/deformation and foreign matter contamination which were noted prior to use. The following information was provided by the initial reporter: when opening the package, it found that the package was not standardized and the flush was damaged. It was not used for the patient. Received an update: the customer said that the rubber plug and the tip of the barrel had black spots and then lost it. No photos and no samples. H.6. FDA device problem code(s): 1354, 1069, 2944. H.6. FDA patient problem code(s): 2645. H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 9204445. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced device damage/deformation and foreign matter contamination which were noted prior to use. The following information was provided by the initial reporter: when opening the package, it found that the package was not standardized and the flush was damaged. It was not used for the patient. Received an update: the customer said that the rubber plug and the tip of the barrel had black spots and then lost it. No photos and no samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml saline fill china sp experienced device damage. Deformation which was noted prior to use. The following information was provided by the initial reporter: when opening the package, it found that the package was not standardized and the flush was damaged. It was not used for the patient.